Event description:
It was reported that there were low voltage advisory alarms on fully charged batteries. The system controller was exchanged and the alarms resolved. Troubleshooting was performed prior to the system controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed via the submitted log files; however, they were not reproduced. A review of the submitted controller event log files spanned approximately 5 days ((B)(6) 2023 ¿ (B)(6) 2023 per time stamp). On (B)(6) 2023 from 08:43:03 ¿ 09:52:54, and (B)(6) 2023 from 09:11:06 ¿ 09:31:25 and 22:23:31 while connected to batteries, the low voltage advisory alarm intermittently activated due to an invalid rsoc fault and voltage fluctuations associated with the white power cable. There were also power cable disconnect alarms noted on (B)(6) 2023 on 09:39:53, 09:40:09, 09:40:37, and 09:41:16 while connected to batteries, due to an invalid rsoc fault associated with the white power cable being outside the expected voltage range. The alarms were not associated with a power source exchange and cleared on its own shortly after each time. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. The system controller, serial number (B)(6) , was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were reproduced during testing. A root cause for the reported event cannot be conclusively determined through this analysis. The device history records were reviewed were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. G) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot low voltage and power cable disconnect alarms. Heartmate 3 instructions for use (rev. G) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.